Event description:
It was reported the broncho videoscope displayed no picture. The issue occurred during service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Based on historical data, possible causes include material problems like; degradation; inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Clinical imaging problem like radiofrequency induced overheating. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.